Manufacturer narrative:
We have now completed our investigation into the reported complaint. A batch manufacturing review could not be carried out as we do not any record of any pico products manufactured under the lot number provided. However, prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. No further actions are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that on the 4th day of the treatment utilizing a pico7 for an out-patient, the pump stopped working. After the patient exchanged the batteries, the pump restarted working. However, the pump stopped working the next day and all indicator lamps have illuminated. It was unknown if it was noticed at the moment when the pump stopped. The patient went to the hospital, and the doctor decided to stop npwt because the wound was getting better. No patient harm. No delay. The pump will be returned for investigation.